Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was noted to have misaligned markers on the electrocardiogram. Technical services advice was requested. Technical services discussed that noise as well as loss of capture with asystole for > 2 seconds was noted one the episodes analyzed. A possible lead issue or connection issue could not be ruled out. A follow up or an invasive procedure was discussed. At this time the device and lead remain implanted. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this event will be updated.